Event description:
It was reported that the customer experienced a blood glucose (bg) level that displayed as "high", specific value not provided. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer stated they "they waited for the pump to help them address the high bg issue but they did not request a bolus on their own" to address the high bg. Reportedly, customer received treatment of intravenous fluids of saline and insulin. Customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.